Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was not enough lubrication on some of the catheters. No medical intervention was reported.

Event description:
It was reported that there was not enough lubrication on some of the catheters. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿inadequately mixed solution¿. A potential root cause for this failure mode could be ¿incorrect mixer speed or incorrect component sequence¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra."